Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. One half of a broken clip (the pierced boss half) was also returned loose. The cartridge was visually examined with and without magnification. The cartridge contained four intact clips. The broken clip was broken in half at the hinge. Functional inspection was performed on the remaining intact clips. Using a lab inventory clip applier, all four intact clips were able to properly load into the jaws of the applier and were both successfully applied to over-stressed surgical tubing. No defects were observed with the intact clips. R & d was consulted about the broken clip and the clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A clip was broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts clip hinge" was confirmed based upon the sample received. One cartridge was returned. One half of a broken clip was also returned loose. The cartridge contained four intact clips. Upon functional inspection, all four intact clips functioned properly without breaking. The broken clip was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
Customer states that clips are breaking at loading. No patient harm.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73l2000568 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer states that clips are breaking at loading. No patient harm.